Manufacturer narrative:
The user facility did not provide any pt or device codes on their user facility report. (B)(4) - auto cycle. The following description of the device eval by the user facility was copied from the user facility medwatch report received from the FDA on (B)(4) 2012. "I did a full check and no problems were present and all parameters were within MFR's specs. Checked inspiratory flow (finsp) and expiratory flow (fexp) with bias flow set to 2 lpm. Finsp=2.2 and fexp=-2.0. This was within MFR's specs. Ventilator tested within normal operating limits. Returned equipment back to service." As the reported event could not be reproduced, carefusion considers this to be an isolated incident. As a precaution, a review of the carefusion complaint system was conducted for the past 90 days and resulted in zero like failures.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with user facility rep(s) on (B)(6) 2012. "Trained biomed [name removed] called stating this ventilator was reported to be autocycling while on a pt. The pt was noted to have brain injury and no effort was noted by pt. They pulled the vent and placed the pt on another vent and the issue was resolved. Once down in the biomed shop, the issue could not be duplicated. He states it is passing est and ventilator is not autocycling. I suggested he run full ovp and let the ventilator run for a while to make sure issue is not duplicated. He will do as suggested and call back if he needs further assistance." The following description of the event and the condition of the pt was copied from the user facility medwatch report received by carefusion from the FDA on (B)(4) 2012. "Ventilator was autocycling on pt despite trigger adjustments. Flow and pressure trigger utilized." "MFR response for ventilator, carefusion (per site reporter)". "Talked to carefusion to see what he wanted hospital to check. He and I talked into great depth about what may have happened. At this time, we can only speculate, as we were not present at the time of the event. We will be having a conference call with carefusion sometime next week. In the meantime, I did a full check and no problems were present and all parameters were within MFR's specs. Checked inspiratory flow (finsp) and expiratory flow (flexp) with bias flow set to 2 lpm. Finisp=2.2 and fexp=-2.0. This was within MFR's specs. Ventilator tested within normal operating limits. Returned equipment back to service." "(B)(4)."